Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was diagnosed with an open fracture at left distal radius since he fell down the stairs on (B)(6) 2012. The surgeon did reduction and internal fixation on (B)(6) 2012. Discharge records showed the patient was in good condition after the procedure. Three months later, the patient had hand numbness and the wrist began to swell. He had a reexamination on (B)(6) 2012. X-ray indicated the fracture was still there and the surgeon claimed he was still in recovery. On (B)(6) 2013, the patient went to another hospital where an x-ray indicated the implanted plate was broken. On (B)(6) 2013, the patient was revised to a new plate. The patient was discharged on (B)(6) 2013.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patients original implant date was (B)(6) 2012. On (B)(6) 2013 the plate was been found to be broken and removed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patients original implant date was (B)(6) 2012. On (B)(6) 2013 the plate was been found to be broken and removed. The patient was discharged on (B)(6) 2013 and in the recovery. At present, the patient's thumb flexion and extension ability is not good. It may be caused by nerve compression injury. This report is 1 of 1 for complaint (B)(4).